Event description:
During the device evaluation, it was discovered that the tubing is sliced apart in a clean fashion. Although it appears to have been cut by some sharp instrument. There was no patient injury or medical intervention associated with this incident.